Event description:
It was reported that the patients ipg was not holding a charge as well as it used to. It was also noted that the patients leads had high impedances and were fractured, however, this was not confirmed through imaging. The patient underwent a spinal cord stimulator (scs) system explant procedure. During the removal of the leads, the leads had pulled apart in the space between the midline incision and the battery pocket. A portion of the lead was left in the patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed and exhibits normal device characteristics. The reported event was not confirmed. Analysis of device data logs revealed no evidence of any anomalies related to premature battery depletion. However, the charge log indicated that the patient had difficulty charging the ipg multiple times. A low charge current was noted (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. The user did not likely develop a charging routine that maintained a sufficient level of charge, or they did not have proper alignment of the charger and stimulator during charging. Sc-2317-50 (sn: (B)(6)) the returned leads were analyzed, and visual inspection revealed that the leads were cleanly cut into three pieces approximately 27 centimeters from the distal end of the leads. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified aside from the clean cut. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-4316 (ln: 22456055) the returned clik anchor was analyzed, passed all tests performed and exhibits normal device characteristics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5068992/5069015. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316.. Serial: na. Batch: 22456055.

Event description:
It was reported that the patients ipg was not holding a charge as well as it used to. It was also noted that the patients leads had high impedances and were fractured, however, this was not confirmed through imaging. The patient underwent a spinal cord stimulator (scs) system explant procedure. During the removal of the leads, the leads had pulled apart in the space between the midline incision and the battery pocket. A portion of the lead was left in the patients body. The patient was doing well postoperatively.